Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They unplugged the arctic sun device to move to another outlet to see if that resolves it, and it seems to have stopped for now. Confirmed powering the device off and back on again will clear the beeping. Checked the event log. Alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) present. Nurse stated they gave medicine through the og tube and when they got the alerts, they replaced the og tube in case it was dislodged. Asked nurse to pause therapy when giving medicine or anything through the og tube, and resume once the temperature had stabilized. Replace the esophageal probe and/or temperature in cable should the alerts continue. Per additional information received, transferred to charge nurse, who confirmed no further issues with the device. The patient completed therapy. They denied any biomed evaluation or repair of this device and said they had not heard of further issues with the device. They do not plan to have it serviced unless something else happens. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complete initial reporter facility name is (B)(6). Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling a patient to 35c. They do not have a foley connected, only an esophageal probe. They were getting an audible alert, but there was no message on the display. They unplugged the arctic sun device to move to another outlet to see if that resolves it, and it seems to have stopped for now. Confirmed powering the device off and back on again will clear the beeping. Checked the event log. Alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) present. Nurse stated they gave medicine through the og tube and when they got the alerts, they replaced the og tube in case it was dislodged. Asked nurse to pause therapy when giving medicine or anything through the og tube, and resume once the temperature had stabilized. Replace the esophageal probe and/or temperature in cable should the alerts continue. Per follow up information received via phone on 05may2025, transferred to charge nurse, who confirmed no further issues with the device. The patient completed therapy. They denied any biomed evaluation or repair of this device and said they had not heard of further issues with the device. They do not plan to have it serviced unless something else happens.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling a patient to 35c. They do not have a foley connected, only an esophageal probe. They were getting an audible alert, but there was no message on the display. They unplugged the arctic sun device to move to another outlet to see if that resolves it, and it seems to have stopped for now. Confirmed powering the device off and back on again will clear the beeping. Checked the event log. Alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) present. Nurse stated they gave medicine through the og tube and when they got the alerts, they replaced the og tube in case it was dislodged. Asked nurse to pause therapy when giving medicine or anything through the og tube, and resume once the temperature had stabilized. Replace the esophageal probe and/or temperature in cable should the alerts continue.